Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The system was successfully replaced with a transvenous system. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This time it was due to the oversensing of noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing via reduced amplitude intrinsic complexes. A review of the electrograms for the shock episodes found wandering baselines. The sensing vector was set to the alternate vector. Technical services advised some testing options. The clinic has now reprogrammed the device smart charge feature to the maximum value. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced amplitude intrinsic complexes. A review of the electrograms for the shock episodes found wandering baselines. The sensing vector was set to the alternate vector. Technical services advised some testing options. The clinic has now reprogrammed the device smart charge feature to the maximum value. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This time it was due to the oversensing of noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing via reduced amplitude intrinsic complexes. A review of the electrograms for the shock episodes found wandering baselines. The sensing vector was set to the alternate vector. Technical services advised some testing options. The clinic has now reprogrammed the device smart charge feature to the maximum value. There were no additional adverse patient effects. The system remains implanted.